Event description:
It was reported the patient suddenly felt that there was something wrong with her ipg. She felt palpitations and stimulation in her breast. She came to the emergency department and it was found that the ipg had an electrical reset. The doctor put it back into the previous pacing mode and the patient returned home. A week later, the patient experienced the same. She saw the doctor and there was another electrical reset. The return into vdd lasted only one day, and then the ipg returned to electrical reset. Software was received to totally reset the ipg. Once this was done, there was a new electrical reset 10 minutes later. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis revealed the power on reset condition was the result of fractured battery bond wires. The manufacturing site ID has been corrected on this report.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)